Event description:
It was reported that the needle did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received not deployed. The downloaded data shows that the device completed first and second priming sequences before being deactivated. First prime completed earlier than expected at pulse 33. No timeouts or drive stalls were observed in the pod data. However, rotational sensor malfunction was present in the data. Thus, the device was reset and paired with a master pdm to deliver a 5-unit bolus; the bolus was successfully delivered and the rerun data did not generate any alarms and did not show any timeouts or drive stalls. The rerun data did replicate the abnormality in the rotational sensor data that was observed in the original. The needle mechanism was reset to the not deployed position and deployed as intended through manual advancement of the ratchet gear. The drive mechanism was inspected and discovered contamination on the commutator cap. Since the rotational sensor malfunction replicated in the rerun, the presence of contamination on the commutator cap caused first prime to complete earlier than expected, which in turn caused the needle to not deploy.